Event description:
During a lap chole procedure, the first firing, the clip did not come as smooth as it had in the past, on the second firing, the device made 3 malformed clips. On the third firing, the clips would not come out. Was firing on the cystic duct. Case completed with another device of the same product code. No patient consequence.